Event description:
Patient reported obtaining blood glucose results of 130 mg/dl and 331 mg/dl, within 1 minute, on the aviva system. Patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has reported, or intends to report, the event to FDA.